Event description:
The pt reported that there were complications during the implantation of the gastric band, which was done in another country. The pt has had a total of five fills done by a physician assistant (pa). The pa reported difficulty accessing the port and on the last fill, it could not be accessed. Pt did not know what type of needle was used and reports little or no restriction with the fills and no significant weight loss. The last fill was 2007. In 2008, pt experienced chest pain and difficulty breathing and was hospitalized for three days. The pt was diagnosed with asthma and gerd. Pt was discharged home with prilosec, dietary restriction and bed position for sleeping. No meds were prescribed for asthma symptoms. Pt reports some relief of the symptoms. Two months later, pt reported having feelings of choking. Pt underwent some x-rays. Physician felt that the band was located at the upper portion of the stomach near the esophagus. The physician was concerned that the tubing between the port and the band was not visible. Pt phoned the surgeon in another country, and he advised that contrast is necessary to see the tubing. Pt plans to see new bariatric doctor to determine what intervention needs to be taken.

Manufacturer narrative:
Date sent: 06/13/2008. Info is unavailable; device was not returned for eval.